Manufacturer narrative:
Result of investigation: during the technical inspection, the error description provided by the customer, " hazy image during procedure ", could be confirmed. The optics show a bent shaft, which caused one or more rod lenses to break. According to the customer, sudden blurring occurred during use, which was caused by overloading due to bending of the shaft and the subsequent breakage. An unknown residue can be seen behind the distal cover glass, which may indicate ultrasonic reprocessing. Glass splinters and foreign particles are visible in the rod lens system due to the breakage. The breakage and the resulting splinters have a negative impact on imaging. The defects/damage described are not attributable to a manufacturing/production error, but indicate damage caused by clinical use/clinical reprocessing. This event is filed under internal complaint ID_(B)(4).

Event description:
It was reported that there was a hazy image during procedure. The procedure was completed successfully with a less than 5 min delay. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).